Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient wasn't getting full extension nor great rom. Surgeon removed tibial component that was originally put in and cut more tibia to provide full extension and better flexion. Tibia was well fixed. New tibial tray implanted and poly. Doi: unknown; dor: (B)(6) 2019; unknown knee side.